Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred. They gained transeptal access, then this watchman® access system was inserted into the left atrium with the pigtail out the end; however thrombus formed in the appendage. The case was aborted due to the thrombus formation. The patient's activated clotting time was 250. No further patient complication were reported and the patients status is fine.